Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. During troubleshooting for an unrelated alarm, it was noted that the patient consistently left the clamp on the patient line of the cassette closed during the priming phase of therapy. The technical service representative assisted with ending therapy and reviewed proper procedures with the patient. The patient started therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was closed during priming of the device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide also warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.